Event description:
Additional information was received. It was reported that the issue occurred during a brain biopsy procedure. There was a surgical delay of twenty minutes. There was no reported impact on patient outcome. The case proceeded with the precision aiming device (pad) from a second tray.

Manufacturer narrative:
H2: additional information added to section a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the biopsy guide was not functional and would not stay in place during a case. The manufacturer representative (rep) stated the biopsy guide was used during the case. This issue caused an unknown surgical delay. The impact on the patient's outcome was unknown.

Manufacturer narrative:
H3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.